Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a calcified ostial left anterior descending artery to proximal left main coronary artery. The lesion was predilated 3 times with a unknown 2.5mm balloon to 10 atms for 44 seconds. A 2.5x12mm taxus liberte' stent was inserted twice and the physician reported feeling resistance while advancing before the stent dislodged in the proximal left anterior descending artery. The physician crushed the stent into the wall of the vessel and stented over the crushed stent with a non bsc stent. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history. Historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.